Event description:
Sudden neurosensory hearing loss may have been caused by ultrasonic teeth cleaning machine. On june 27, 1996 at about 4 pm rptr was having teeth cleaned using an ultrasonic teeth cleaning machine. The technician was having problems operating the machine and said the machine was not working very well. She hit one particulary sensitive area several times, which was on the upper left side of rptr's mouth. Rptr experienced a headache upon leaving the dentist and 15 hrs later at 7 am on june 28, rptr lost the hearing in their left ear. Rptr was diagnosed at 5 pm that day (june 28) with sudden neurosensory hearing loss at the ER. On june 30 rptr saw an ent doctor who confirmed the original diagnosis. On july 3, rptr saw another ent doctor who confirmed the diagnosis. On july 15 rptr saw a specialist at the clinic who confirmed the diagnosis. Since rptr has since birth, had very limited hearing in their right ear (no canal), the loss of all the hearing in their left ear has left them with a considerable hearing impairment and tinnitus. Rptr now uses a bone conduction hearing aid on their right ear. A hearing aid for their left ear is not an option because of the severity of the loss.